Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report details the results of the final investigation. The following fields have been updated: d8, d9, h2, h3, h4, h6, and h11. The device was returned to olympus for inspection, where the reported failure was confirmed. Additionally, device evaluation identified a reportable malfunction: a purple image display. The investigation determined that a component failure likely caused the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the device's field performance.

Event description:
It was reported that rogid video laproscope had green vertical lines present in the image. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.